Event description:
Complainant stated that child has a cochlear implant waiting for 4th processor due to the fact that the processor control buttons keep falling off. The co rep acknowledged that they were having a problem with the control buttons and that they were working on same. Complainant feels that this is a defective medical device and that FDA should look into the problem.